Event description:
\ Event description boston scientific received information from the caller, that this patient was in a tractor accident a few years ago, and since then has had problems with this lead. During clinic visits, the chronic critical ventricular lead displayed noisy intercardiac signals which inhibited pacing, but only during pocket manipulation. The patient was symptomatic with this oversensing observation. Daily measurements reported an impedance value of 100, one time. During the revision procedure the same day, and in situ, the insulation appeared to be coming off and worn at the suture site. This lead was cut and the cut portion was surgically abandoned; the remaining portion was returned. A new lead was successfully placed, with good sensing and pacing measurements. The device is programmed for aai operation.